Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 209 and 247mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 5/16/19 and open vial date is (B)(6) 2018.the meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:262mg/dl date: (B)(6) 2018 time:6:34pm fasting, result 2:264mg/dl date: (B)(6) 2018 time:9:10pm fasting, result 3:207mg/dl date:(B)(6) 2018 time:6:59pm fasting. Customer is concerned with the high results from her meter.